Event description:
It was reported that during surgery, the sensor based pressure regulation of the flosteady pump stopped working and that this was not noticed due to the casset construction of the tube set. It was further reported that the pump continued operating with full flow rate.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.